Event description:
It was reported that there was a rapid battery drain on the device. The device explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a rapid battery drain on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead x2 implanted: 2007 (B)(6); 5866 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.